Event description:
A medtronic rep reported a software freeze that occurred while the site was trying to exit the synergy spine 2.0 application. The exit button was selected, the screen then froze and became distorted, everything on the display appeared fuzzy. The site performed a hard boot-down to power off the system. The event occurred after the case was complete, no pt was present.

Manufacturer narrative:
Device MFR date unavailable at time of this report. Software investigation completed, the medtronic rep could not replicate the issue. Insufficient info to determine root cause. System is reported to be performing as designed. No further issues reported.